Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-02448 1627487-2025-02449], the physician accidentally explanted the patient's s2 lead. As a result, the patient reported ineffective therapy. Surgical intervention was undertaken on (B)(6) 2025 wherein an additional lead was implanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.